Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having a lot of problems with their recharger. Patient said that at first they would connect to the implant and it would say good connection, but then it would go back to searching for device and then they would get an error code that started with 1707. Agent had patient try to connect with the recharger app and patient reported seeing the recharging good connection with the implant battery at 60%. Patient then saw a 1707 error code again. Patient tried restarting the handset and restarting recharging session, but that did not resolve the issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issues. On 2025-jan-17 additional information was received from the patient. They reported that they had contacted their doctor (B)(6) 2024 regarding the error message. When asked about the cause they sated that it was determined to be due to device placement having shifted. It was unknown if the issue had been resolved.